Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high impedance and noise was observed on stored episodes. Noise was also able to be reproduced. It was also reported that after ra lead replacement the right ventricular (rv) lead had poor sensing and low r waves. It was noted that slack had pulled back on the ra and rv leads as noted on x-ray. There was difficulty repositioning the leads, so the decision was made to explant and replace both. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.